Event description:
An adj pin collet 2.0 - 3.2 mm was sent for eval and small pieces of metal was noted coming out of the device. There was no pt involvement, no adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.